Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer's high blood glucose level was 416 mg/dl and low blood glucose level of 37 mg/dl. Customer was treated with juice. Customer was not using auto mode. Customer had nausea. The insulin pump will not be returned for analysis.